Manufacturer narrative:
Event date: the exact event onset date is unknown. The provided event date (B)(6) 2010 was chosen as a best estimate based on the first reported date of consultation. Initial reporter: this event was reported by the patient's legal representation. The surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted into the patient during a suburethral sling procedure performed on (B)(6) 2009 for the treatment of stress urinary incontinence. On (B)(6) 2010, the patient was evaluated by her physician and reported that she had noticed a sharp ridge in her vagina. Examination revealed a sharp ridge at the left anterior wall of the vagina near the introitus that was assessed as eroded urethral sling. She was prescribed vagifem vaginal tablet 25mcg each night for two weeks and was scheduled for an appointment with her implant surgeon in eight weeks. On (B)(6) 2010, the patient presented for an examination under anesthesia and resuturing of vaginal epithelium due to the mesh eroding into the vaginal epithelium on the left side. The procedure was completed with no bleeding and no mesh felt through the skin.